Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The device was received for evaluation. Visual and functional testing were performed. Wear and tear was found on the front cover and enclosure. The water tank was dirty, there was an old printed circuit board (pcb), line cord, power switch. Functional testing was able to duplicate the reported problem. No action taken due to the age and condition of the device. The root cause of the reported issue was found to be the device is over ten years old. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device is presenting with noise water pump. No patient injury was reported.